Event description:
A falsely elevated ctni result of 4.59 ng/ml was obtained on the dimension rxl. Repeat testing on an alternate dimension analyzer was less than 0.04 ng.ml. The sample was rerun on an alternate analyzer because of the young age of the pt. The original high result was not reported. Pt treatment was not prescribed or altered and there was no repeort of adverse health consequences to the pt as a result of the falsely elevated ctni result. Analysis of instrument performance resulted in the alignment of r2 probe arm.